Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The physician was inserting a helex septal occluder to close a pfo (patent foramen ovale). The device was flushed and while inserting the catheter up the ivc (inferior vena cava), the device was flushed one more time and the syringe was removed. Intracardiac echocardiography was used and the patient was snoring heavily under conscious sedation. While forming the left disc, the physician noticed air bubbles coming out of the end of the catheter. The patient's heart rate dropped and the patient awoke and complained of pain in the chest and nausea. Atropine was administered and the patient stabilized. The physician attempted to finished implanting the device, but he kinked the mandrel. The device was retrieved and discarded and a new 25mm device was successfully implanted. The patient was doing well following a neurological evaluation.